Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 38 mg/dl at the time of incident and then raised to 111 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose and food. Customer experienced no symptoms for low blood glucose event. Customer was assisted with troubleshooting for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they have contacted their healthcare professional regarding the low blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. Customer stated that the auto mode feature was actively on at the time of low blood glucose event. Customer stated that the insulin pump was alleging over delivering. The insulin pump will not be returned for analysis.